Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform the displacement test and verify motor position encoder error alarm due to motor error alarm. The insulin pump was received with scratched display window, cracked display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's spouse reported that they received motor position encoder error alarm and a motor error alarm. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's spouse stated that they treated the high blood glucose. The customer's spouse stated that the drive support cap appeared normal. The customer's spouse stated that the insulin pump was not exposed to high magnetic fields. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.